Event description:
Per the clinic, the patient experienced non auditory pain/sensation at the implant site, headaches as well as poor sound quality subsequent to head trauma. Reprogramming attempts were made; however, the issue could not be resolved. The device was explanted (B)(6) 2014, and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B)(4). Device currently unavailable.

Manufacturer narrative:
This report is filed january 5, 2015.